Manufacturer narrative:
Section e1 - physician name corrected. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05904, 1627487-2023-04445, 3006705815-2023-05905. It was reported that patient experienced painful shocking sensation through the body. It was noted by physician that the shocking may be due to another neurological syndrome. Lead diagnostics showed that the peripheral lead had a high impedance on contact 2 and the thoracic lead had high impedances on contact 6 and 7. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Analysis of the 3224-paddle lead found it was damaged during the explant procedure (see images). The paddle (stimulation end of the lead) had been pulled off and all internal wires were pulled out of the paddle and broken. Continuity was checked on the lead body segment, from the bare wires to the terminal end contacts and no opens were found.